Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a mark on a probe tip that came into contact with a grasping section. There was a mark on a grasping section that came into contact with a probe tip. The tissue pad in the grasping section was intensively worn away. When we performed probe check with usg-400 and td-sb400 owned by aomori olympus, no abnormality occurred. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) activate output while the grasping section is closed without contacting tissue (including the case of after tissue is transected). This caused the tissue pad in the grasping section was intensively worn away. 2) the tissue pad in the grasping section was intensively worn away. This caused the probe tip and a grasping section came into contact. 3) kept doing activate output while the probe tip and a grasping section came into contact. This caused the probe tip was applied a load and an error occurred. Also, the contact between the probe tip and the grasping section caused mark. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. An unspecified error occurred and the subject device became unable to activate output. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On september 24, 2020, omsc found that the tissue pad was severely worn. This is the report regarding the severely worn tissue pad.